Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The device was found to have triggered the end of life (eol) indicator during a routine follow up. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. The device was found to have triggered the end of life (eol) indicator during a routine follow up. No data analysis from this device was performed. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated the device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to be returned for analysis as decided by the explanting facility.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.